Event description:
It was reported that this implantable right ventricular (rv) lead was an attempted implant in left bundle branch (lbb) region due to failure to capture when connected to the device. The lead was attempted to be retracted but helix would not retract. Physician had to use a locking stylet and manual pressure to remove lead. Lead was removed with helix extended and tissue in helix. New rv lead was successfully placed in standard location with no issues. And good measurements.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the helix being deformed, extremely stretched. Dried body fluid was noted in the helix housing. Tissue was noted entwined in the helix. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this implantable right ventricular (rv) lead was an attempted implant in left bundle branch (lbb) region due to failure to capture when connected to the device. The lead was attempted to be retracted but helix would not retract. Physician had to use a locking stylet and manual pressure to remove lead. Lead was removed with helix extended and tissue in helix. New rv lead was successfully placed in standard location with no issues. And good measurements.